Event description:
Boston scientific received information that there is concern that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times during mid-life. There was concern that eri was declared earlier than expected. No adverse patient effects were reported.

Event description:
Additional information was received and surgical intervention was performed where the device was successfully changed-out. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--